Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373 . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter in 169 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter in 169 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which was visually examined and revealed foreign material (brown/black particles) on the inside of the tube for lot number 4257244. The exact cause for the customer's failure mode could not be determined. Additionally, bd received another photo for investigation concerning lot number 4257248. This photo was also visually examined and showed foreign material (brown/black particles) on the inside of the tube. The exact cause for the customer's failure mode could not be determined. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lots 4257244 and 4257248, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.